Event description:
It was reported that the patient has expired after implant duration of approximately 2.33 months, due to unknown reasons. It is unknown if the death was device related. Per the operative report, the ring was implanted to correct the regurgitation. The device is not available for evaluation, as it was not explanted.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received; however, the cause of death was not provided. A device history record review is currently in process. Device not returned.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.